Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules on wall of tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: oil droplets of separation glue adhere to the tube wall, affecting detection.

Manufacturer narrative:
H.6 investigation summary: material #: 367957. Lot/batch #: 2084349. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of oil gel globules was not observed. 100 retained samples were visually inspected and no abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules on wall of tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: oil droplets of separation glue adhere to the tube wall, affecting detection.